Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that that the device failed for vibration and the nose tube tip was damaged and corroded. Therefore, the reported conditions were confirmed. It was determined that the vibration was due to worn bearings. It was determined that the nose tube damage was from allowing the device to come in contact with a sharp object. It was determined the corrosion was due to sterilization process/immersion. The assignable root cause was determined to be due to user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed for vibration and the nose tub tip was damaged and corroded. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.